Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the server reboot as report data was not current. A technical support specialist (tss) observed the server memory utilization at 90 percent and, after rebooting the server, confirmed that memory usage reduced to 30percent. The tss contacted customer, acknowledged the server reboot, and discussed that scheduled reports might not be printing data. The job scheduler and print spooler services were restarted, and customer approved closing the case, noting that a new ticket would be opened if the scheduled reports continued to print blank. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the customer requested assistance to reboot the server due to report data not being current. The customer stated that reports were not generating or printing, including manual print attempts. In addition, other services were reported as not functioning. The customer indicated that this issue had occurred multiple times previously and noted that rebooting the server had resolved the issue in the past, restoring current report data and system functionality. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.